Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the two devices, did not fire. The surgeon was not able to pressed the green button and squeezed the handle. To resolve the issue, a new reload was used. There was no patient injury.